Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a partial lead was returned in segments and analysis found that the distal conductor was fractured. It was also noted that the proximal conductor was fractured, all conductors were distorted and had blood/body fluid (not obstructed). The outer insulation was kinked/buckled, was pulled apart (overstress), was breached cut and had a white substance on it. The lead was stretched. (B)(4) a partial lead was returned in segments and analysis found no anomalies. However, all conductors were distorted, the distal and proximal conductors were cut, all conductors had blood/body fluid (not obstructed). The outer insulation was breached cut, had a white substance on it and had a cosmetic depression. The lead was stretched and visual analysis noted apparent explant damage. (B)(4) calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the right ventricular (rv) lead had an apparent lead fracture and the right atrial (ra) lead had an apparent lead fracture and was oversensing. The rv lead was capped and replaced and the ra lead was removed and a chronic lead was uncapped and reused. The device was returned to the manufacturer after being explanted based on medical judgment and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.